Event description:
On 07/01/1999 the account reported a hgb=6.0 g/dl and hct=17.5% for a patient sample was tested and a hgb=11.3g/dl and hct=32.6% were obtained. No treatment was given based upon the reported results.